Manufacturer narrative:
The root cause for the product performance issue that caused the attempted implant remains unknown. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a pacemaker was attempted to be implanted during a device replacement for normal battery depletion. It was noted as attempted due to a product performance issue. The device was not used, and a new pacemaker was implanted. No adverse patient effects were reported.